Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert less than 1 week unknown and failed battery test alarm due to blank display. Insulin pump received with stripped battery cap(p) coin slot.

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. Customer's blood glucose value was 100 mg/dl or 130 mg/dl . Customer stated that insulin pump was tested each new battery when inserted. Customer stated that contacts are not missing or damaged. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.